Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the patient reportedly suffered second and third degree burns to her thigh. Immediately following the case, a blister was noted on the thigh when the drapes were removed. Patient was treated by a plastic surgeon. The plastic surgeon indicated that the burns were less severe superficially and more severe deeper in the subcutaneous layer. He was also advised there was charring deep in the wound which ultimately took six weeks to heal. It is unclear if cautery or any other device that could cause a burn was utilized during the case.